Event description:
Report received from the USA stating that the device has a heating issue due to damaged bearings. The device was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat was confirmed. During the pre-repair diagnostic assessment, the device failed the temperature test and damaged bearings was found to be the cause. If additional information becomes available, a supplemental report will be submitted. (B)(4).